Event description:
It was reported via phone call that the customer passed away at home on (B)(6) 2020. The cause of death stage 4 cancer. The customer¿s blood glucose was unknown mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. Insulin pump was returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0956-2020. (B)(4). S/w 4.11e. Unit received with a depleted energizer alkaline battery installed. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. Unit uploaded properly using carelink. Unit had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: 03/21/2020 dailytotalofallinsulindelivered = 9.55. 03/22/2020 dailytotalofallinsulindelivered = 13.85. 03/23/2020 dailytotalofallinsulindelivered = 6.35. 03/24/2020 dailytotalofallinsulindelivered = 6.35. 03/25/2020 dailytotalofallinsulindelivered = 6.35. 03/26/2020 dailytotalofallinsulindelivered = 6.35. 03/27/2020 dailytotalofallinsulindelivered = 6.35.